Event description:
It was reported that the light cord caught fire. The instrument was used intraoperatively, and patient injury was reported.

Manufacturer narrative:
Device was returned to the manufacturer for evaluation. Evaluation showed that the fibers burnt on both ends due to excessive light or large cable used to transmit light through the device.